Event description:
It was reported that during a low anterior resection, could not load the clip to the front edge of the jaw. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent 9/25/2007. H6: broken advancer. The analysis results found that one device was returned with the advancer tip broken off. The instrument was cycled and it short fed the remaining clips due to the broken advancer tip. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning. "Do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." The instrument locked out as intended but the orange indicator was beyond its intended positon. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.